Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. When the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was implanted, attempt to deploy the ipsilateral leg was made with pushing up and holding the proximal of the trunk ipsilateral leg using the balloon. However, the ipsilateral leg was not able to be pushed up enough, so the right internal iliac artery was covered by the ipsilateral leg. Attempt to push up the ipsilateral leg using the balloon catheter was made, but without success. A bare metal stent was tried to be implanted in order to secure the blood flow of the right internal iliac artery, but a wire was not able to be inserted into the perigraft. There was no treatment for the coverage of the right internal iliac artery, however there was no issue with the blood flow of the right internal iliac artery. After all devices were implanted, an angiography revealed the proximal of the trunk ipsilateral leg moved distally about 1 cm. An aorta extender was implanted proximally. The patient tolerated the procedure.